Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer called in inquiring about the warranty of a spare insulin pump that had a cracked screen. The spare insulin pump belonged to his son whose blood glucose was 8.9 mmol/l (160 mg/dl). The customer stated that the damage on the insulin pump was cosmetic and does not recall how it was caused. The customer was advised to discontinue use of the insulin pump and revert back to the back-up plan. Furthermore, the customer was advised that they will be contacted in the future about the warranty of the insulin pump and if the spare insulin pump can be replaced. No further information is provided.